Manufacturer narrative:
(B)(4). Records indicate this system remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead was reported to have been in an automobile accident. The patient had gone into cardiac arrest and was successfully externally rescued. Device interrogation revealed the ventricular lead had lost capture which resulted in pauses in pacing. It appeared the pauses in pacing initiated a ventricular fibrillation (vf) episode. It was not the ventricular pacing threshold measurements had increased, therefore pacing outputs were increased to obtain appropriate capture. No additional adverse patient effects were reported.